Manufacturer narrative:
Product event summary: the returned balloon catheter with lot number 14270 and the data files were returned and analyzed. External visual inspection of the balloon catheter showed the a portion of the proximal bond of the outer balloon was detached. Verification of the smart chip file indicated the catheter was used for 18 injections on the date of the event. The catheter failed the performance test during the connection of the balloon catheter and the console due to triggering of system notice 50005 "the safety system has detected fluid in the catheter and stopped the injection." By opening the handle, the "y-block fitting" which is inside of the y-block, was filled with blood. There was blood throughout the handle which would eventually cause the system notice 50006 "the safety system has detected blood in the catheter handle, stopped the injection and disabled the vacuum" and 50005 "the safety system has detected fluid in the catheter and stopped the injection". Looking closely to the picture of the detached bond, there is a pathway in blood from the outer balloon to the laser hole. This would explain the blood found in the catheter. Furthermore, the missing bond from the picture may be inside of the sheath. The data files confirmed the 50006 system notice "the safety system has detected blood in the catheter handle, stopped the injection and disabled the vacuum. In conclusion, the balloon catheter failed the returned product inspection due to the detached outer balloon proximal bond.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.